Event description:
It was reported that during lap prostate case, the pre run testing the disposable made a hissing sound. The instrument was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
Scratched blade. Evaluation summary: the device lcsc5ha was tested and functional. There were no anomalies noted with the functionality of the device. Scratches were found on the blade; however, the reported incident could not be recreated nor confirmed. No noise was noted. A batch record review was performed and no anomalies were found during the manufacturing process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.